Event description:
The account reported the nurse call does not function. The bed was located at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician investigated and found the pins are bent on the communication cable preventing the cable from being properly connected to the nurse call system. The most likely cause is the communication cable not being disconnected before the bed was transported properly stowed before transport.